Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, refrigerator temperature was out of range. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer that half height main 3.1 cubes row b was not showing on map. The field service engineer (fse) reseated the row board cable and the bus cable. After reseating both connections, the issue was resolved and the system operated normally. The system functioned as intended after the field service engineer (fse) resolved the issue.